Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain, permanent injury and was forced to undergo corrective surgery. According to the physician's office, the patient underwent an excision of some eroded mesh in (B)(6) 2011 (specific date unknown). All other information is unknown and unavailable.